Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Based on the information provided, the catheter was placed in the right femoral artery instead of the femoral vein. The quattro instruction for use (IFU) informs users that quattro catheter is designed for placement in the inferior vena cava from an insertion site in the femoral vein. The IFU also provides the following cautions: 1. Do not allow catheter to be placed into right atrium or right ventricle. Catheter should be positioned so that the distal tip of catheter is in the inferior vena cava below its junction with the right atrium and parallel to the vessel wall. X-ray examination should be used to ensure that the catheter is not in the right atrium or ventricle. 2. Catheter should be placed via a femoral vein approach only. Please note that the patient experienced acidosis and mesenteric ischemia with lactic acid disorder because the catheter was placed in the femoral artery instead of the femoral vein. Zoll has scheduled a training with the fellows and residents at the site on march 26, 2016.

Event description:
A (B)(6); hispanic white male was enrolled in a clinical study on (B)(6) 2016 for a traumatic brain injury that was caused by falling from 2nd floor. On (B)(6) 2016 at 5:29 a resident of vascular surgeon placed the zoll quattro catheter in the patient in the operating room. On the same day at 10:59, 13:58, 16:37 and 18:48 and on (B)(6) 2016, after catheter removal, acidosis was detected. Additionally, lactic acid was also noted to be high. While looking for the cause for this acidosis, the neurosurgeon and the clinician discovered that the catheter was placed in the right femoral artery instead of the femoral vein. A cta aorto iliofemoral run off, CT abdomen+ pelvis w/IV contrast showed that the tip (distal end) of the catheter was in the abdominal aorta at the level of athe celiac trunk. There was no evidence of pseudoaneurysm the elevated lactic acid and acidosis caused mesenteric ischemia. The catheter was removed and the subject was maintained at normothermia. He had been randomized to the hypothermia arm and cooled for 15hrs. 2 days after enrollment the patient was awake and obeyed commands and the leg and abdomen were stable and under surveillance.the patient is reported to be stable and doing well at this time. Additionally, the study site reported that the catheter that was placed in the patient had expiration date of 12/2015. Per site the event was not related to the study device, but was considered serious. Per site, the event was resolved without any other patient sequelae.